Manufacturer narrative:
Per the information obtained from investigation and device evaluation, there was a faulty friction ring found at the foot-end of the table. The reported "abrupt motion/rotation" of the table was deemed not reproducible by the manufacturer. The friction ring is part of a brake that contributes in the control of tilt/rotation mechanism of the table. Due to the age of the table (12+ years) the probability of the friction ring being subjected to normal wear & tear is fairly high and this could have been one of the factors (if not the only factor) that may have caused the reported "abrupt motion/rotation" of the table.

Event description:
It was reported the during a procedure, patient on the bed rotated abruptly on its own. No injury reported.

Event description:
It was reported the during a procedure, patient on the bed rotated abruptly on its own. No injury reported.